Event description:
The advisor hd grid ablation catheter would not flush during prep pf the catheter. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, advisor hd grid ablation catheter (per site reporter). Clinical site notified and coordinated return of product directly.